Event description:
It was reported that the unit shuts off during use. It was further reported that this may be due to overheating of the unit.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.